Manufacturer narrative:
A field service engineer (fse) was dispatched on (B)(4) 2011 and found a bad float switch. The fse changed the float switch and this resolved the issue.

Event description:
A customer contacted beckman coulter inc. (Bec) stating that the unicel dxc 600i synchron access clinical system was generating error messages, the di water reservoir was empty, and also fluid was coming from the wash concentrate bottle. The customer noticed a flood on the floor. No injury or operator exposure was reported for this event.